Event description:
The advocate stated the customer received a blood glucose reading of lo from her contour and a reading of 433mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate declined offer for replacement product. No product will be returned for evaluation.

Manufacturer narrative:
Initial reporter's information was not provided.